Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in hospital experiencing pain at device site. Interrogation of the device indicated high, out of range, pacing lead impedance on the right ventricular lead. The rv lead was explanted and replaced with no complications. The patient was stable before, during, and after the procedure.